Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 340-520 mg/dl). Customer changed the infusion set multiple times and a bolus was delivered to address bg which resulted in a low bg (42-60 mg/dl). Food was consumed to address low bg. Customer alleged pump was not delivering insulin properly and at times, no insulin was observed exiting the tubing. Customer also alleged correction bolus dislodged a blockage of insulin and customer received the bolus in addition to the basal that was not delivered. There were no reported alarms. Customer continued to use pump for insulin therapy.